Manufacturer narrative:
Device was returned for investigation. Visual inspection was performed, and it was confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable. Reportability for initial MFR report number submitted on 09/22/2023 can be removed.

Event description:
Device was returned for investigation. Visual inspection was performed, and it was confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable.

Event description:
A consumer reported that the diamondclean 9000 accessory brush head broke into pieces during use. No injury was reported. A potential choking hazard was identified.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in the united kingdom. Product was not returned to confirm a malfunction has occurred.